Event description:
Acct. Reports noting "cracking and leaking" with their stopcocks. States they do push deprivan and propofol through the stopcocks. Otherwise they only run d5w and/or normal saline. No pt injury reported but it is frustrating for the nurses.